Event description:
During a laparoscopic appendectomy procedure, the stapler did not fire all the staples. There was no pt consequence. The case completed with another device of the same product code.